Event description:
Resident was found with lower body on floor and upper body leaning against bed. Resident's head was on bed on left side in between mattress and side rail. Bed alarm did not sound as head was on the bed alarm sensor.

Manufacturer narrative:
On 12-9-2010: the equipment was returned by (B)(6) and was fully evaluated. The bed check classic-check model 72021 and bed sensormat 74011 tested according to manufacturer specification. The resident was caught between the bed rail and bed mattress which did not allow for a full exit. As reported by the facility the resident remained on the mat, therefore the mat did not alarm. Upon removing the resident from the mat, the facility reported that the bed check monitor and pad immediately signaled an alarm verifying the product was fully operational. Additional model number: 74011, lot# a0210 (74011).